Event description:
Pt was one hour into hd treatment when venous pressure alarm was noted. Staff while answering the alarm noticed that the arterial line was kinked between the blood pump segment and the dialyzer. Pt was then disconnected from the machine, blood was not rinsed back. Hct and type and cross was drawn, some of the tubes were cherry red and hgb-6.9. Pt then resumed treatment with new dialyzer and tubing and two units of packed red blood cells was administered. Status post treatment pt complained of epigastric pain and shortness of breath. Pt was discharged to hosp for eval and was discharged to home in 2000. During time of incident pt was dialyzing on 2008h machine, f-80m dialyzer via a tesio catheter at blood flow rate of 400 ml/s. Facility reuses via formaldehyde method, dialyzer and arterial line were both on ninth use. Arterial line is available for analysis.